Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 530 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin drip. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Cannula was not bent nor occluded. Tubing clamp will be sent to customer in order to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.